Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that, customer reports unexpected battery power loss and they were able clear and rewind the insulin pump. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and problem resolved. The insulin pump will not be returned for analysis.